Event description:
Could not walk [abasia]. Knee inflammation [arthritis]. Bilateral effusion [joint effusion]. Swollen knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date in 2011, the pt initiated the treatment with synvisc into an unspecified knee. The synvisc lot number was not provided. On an unspecified date in 2011, the pt experienced a swollen knee and knee effusion. The action taken with synvisc treatment was not provided. On an unspecified date in 2011, pt recovered from the events of "a swollen knee and knee effusion." Concomitant medications were not provided. The intensity for the events was no provided. The relationship between synvisc and the events of "a swollen knee and knee effusion" was not provided by the reporting physician. Additional information was received on (B)(6) 2011, from the physician which upgraded the case to serious. The physician reported that the pt was under the age of (B)(6) years, with initial (B)(6). On an unspecified date in 2011, the pt experienced bilateral knee effusions, severe knee inflammation and the pt could not walk. On an unspecified date in 2011, the pt received a steroid injection. The pt also underwent knee aspiration at different times on unspecified dates in 2011. On an unspecified date in 2011, the pt recovered from the events of "could not walk, bilateral effusions and knee inflammation." The intensity for the events was not provided. The relationship between synvisc and the events of "could not walk, bilateral effusions and knee inflammation" was not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.